Manufacturer narrative:
Device passed the displacement test, rewind test, prime/seating test, basic occlusion test, force sensor test, occlusion test and self test. No unexpected reservoir alarm or insulin flow blocked alarm/no delivery alarm noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose value was 600 mg/dl. The customer did not provide information about symptoms and treatment. Customer stated that there was a no reservoir detected alert on the screen of her insulin pump and was not sure how to clear it. The customer declined troubleshooting for high blood glucose value. The insulin pump will not be returned for analysis.